Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that patient complications occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of the procedure. A loading dose of 325 mg of aspirin and 90 mg of ticagrelor was given prior to the procedure. The 30 mm x 3.00 mm, long, diffuse target lesion was located in the proximal to mid right coronary artery (rca). The target lesion was pre-treated using a 3.00 mm x 20 mm wolverine cutting balloon and a non-compliant balloon angioplasty resulting in 30% residual stenosis with timi flow of 3. Ivus assessment results following pre-treatment with the wolverine cutting balloon, revealed a type c dissection. The lesion was successfully treated with a 2.75 mm x 38 mm non-boston scientific drug eluting stent resulting in 0% residual stenosis with timi flow of 3. The patient was discharged on aspirin and ticagrelor.